Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
On january 25, 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system indicated that the system had not been in use since january 6, 2026. During the period when the system was active, some variability in sg values was observed; however, no further assessment could be completed due to lack of current data. Customer care made multiple attempts to contact the user to gather additional information and provide assistance; however, the user remained unresponsive. As additional details were required to adequately assess the reported concern, no further investigation was possible and the case was closed due to lack of user response. Per data management system review, the system was reflected as in use with information up to date at the time of complaint review.